Manufacturer narrative:
The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected motor error alarms noted. The insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error multiple times. Customer's blood glucose reading at the time of the call was 17 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.